Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with pump supplies. Tandem technical support educated customer on cartridge/insulin labeling. Customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.